Event description:
It was reported to medtronic neurosurgery that the shunt was found to leak during the implantation procedure. The report states that the device was replaced to complete the operation.

Manufacturer narrative:
The valve was patent. The device met all specifications for siphon, reflux, pressure-flow, and pre-implantation testing. The valve did not meet requirements for leak testing due to a tear in the silicone over the proximal occluder. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should eb taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.